Manufacturer narrative:
(B)(4) date sent: 10/7/2016. Batch # (B)(4). Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Can you please clarify the reported event that stated the device (ec60a) stopped working? Was any portion of the target tissue stapled or cut when the device stopped working? If yes, were the staple line and cut line approximately equal in length? When the device stopped working, was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? How was the procedure completed? The analysis found that the ec60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device stopped working. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.